Manufacturer narrative:
The insulin pump passed all functional testing, including the idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, no delivery test, displacement test, and rewind. The pump had a cracked display window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she feels that the insulin pump is working properly because her blood glucose elevates when she changes the infusion set on the pump. Customer stated that her trainer requested that she get a replacement pump. Customer was advised that replacing the pump may not resolve the high blood glucose readings. In a previous call, the customer reported having an issue with not being able to get the battery into the pump in 2014. Customer received a replacement pump. Customer stated that she has been having issues for a year and was getting high blood glucose. In an earlier call, the customer reported that she had a high blood glucose level of 581 mg/dl. Customer stated that she was able to see drops and make sure it is going through correctly. Customer stated that she already gave 24 units to bring her blood glucose down and it was starting to come down. Customer stated that she has enough insulin to control her blood glucose until she can call back.